Event description:
During a bilateral iliac pta/stenting treatment procedure, the wallstent was larger than what was stated on the product label. The physician had pulled back the delivery device too far to be able to successfully retrieve the wallstent in the left leg, therefore the m.d. Elected to deploy the wallstent at the target lesion. A second wallstent was positioned in the right leg, and when the physician partially deployed it, noted that this wallstent was also too large. This wallstent was resheathed and removed from the pt. The vessel was grossly ligated by the removal of this wallstent. The physician used several guidant dinalink stents to treat the original lesion and to repair the vessel damage. The pt was admitted as an inpatient in 2003 and subsequently discharged 2 days later. According to the reporter, the pt is doing fine following the procedure.